Manufacturer narrative:
This report is submitted on april 03, 2018, (B)(4).

Event description:
Per the surgeon, the patient experienced recurrent infections at the abutment site and subsequently was treated with antibiotics multiple times (dates and duration not reported). There are plans to remove the abutment; however yet to occur as of the date of this report.